Event description:
It was reported that during use of this pump in a shoulder arthroscopy, the patient's shoulder became distended. Another pump and tubing set were obtained and the procedure was completed as intended.

Manufacturer narrative:
Investigation findings; at this time the pump has not been received for evaluation. A follow up report will be submitted upon completion of the evaluation.